Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) re-documentation of the call following a review by a senior csr. The reporter stated that on the morning of (B)(6)2017, the patient obtained an alleged inaccurately high blood glucose result on the subject meter of ¿390 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. The reporter stated that the patient administered insulin based on the reading and they went to the market. She reported that when coming back from the market, the patient ¿felt dizzy and fainted¿. She indicated that the patient was taken to hospital around two hours after she fainted. She reported that a blood glucose result of ¿40 mg/dl¿ was obtained on the emergency medical services meter on the night of (B)(6) and unspecified treatment was provided by an hcp. She also reported that the patient was hospitalized for 2 days. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The reporter confirmed that the patient was using the correct test strips which had been stored correctly and were within expiry date. She did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Dizzy and fainted requiring hcp intervention, after the alleged product issue began.